Manufacturer narrative:
Device UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6)2010, the patient underwent a procedure using a gore tag thoracic endoprosthesis (tgt3715/8166564) to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2010, the aneurysm measured 49.0 mm in diameter. Follow up dates and aneurysm measurement: (B)(6) 2011: 47.3 mm, (B)(6) 2011: 46.6 mm, (B)(6) 2012: 49.0 mm, (B)(6) 2013: 61.0 mm, (B)(6) 2014: 59.0 mm. The cause of the aneurysm enlargement is not known. There has been no reported re-intervention procedure to date. No further information is available.

Manufacturer narrative:
(B)(4)